Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch (B)(4) is aviva system 1, medwatch (B)(4) is aviva system 2.

Event description:
Caller reported blood glucose result of 71 mg/dl on aviva system 1, aviva system 2 result of 157 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.